Event description:
It was reported that when the radiofrequency programmer head was placed over the implantable heart device the programmer failed to auto-identify the device. The head was changed out but the issue persisted. It was further noted that the programmer was slow to boot up though it functioned normally once booted. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer had intermittent interrogation, the rf connection was loose and moving the connector caused the programmer not to interrogate. As a result the link electronic module (lem) circuit board was replaced and calibrated to resolve the issue. It was also noted that the programmer was slow to boot, the power cord door was broken, and the printer drawer was missing the paper guide.